Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. 510k#: unknown. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on an (B)(6) 2017 due to a non-union. No information was provided on whether the patient had symptoms related to the non-union or how it was diagnosed, the patient was originally implanted with the trochanteric fixation nail system (tfn) nail, blade and two screws on an unknown date. These devices were removed during the revision and the patient was revised with a synthes tfn hip nail. There was no surgical delay. No information was provided on patient outcome. This complaint involves 4 devices. This report is 3 of 3 for (B)(4).